Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-oct-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 24-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins).it was reported during another battery replacement the lead and impedance check were done; problems with lead plugged into the 8-15 port reported issues rep checked connectivity and electrodes 10 and 11 came up as not connected. Rep pulled them out and wiped them down and reseated them several times with no change. Once tightened rep ran impedance check and only electrode 8, 12 and 14 came up as useable. Rep tried to program on these electrodes in the post op appointment patient was not awake for testing and hcp did not want to do lead revision. Patient follow up appointment is (B)(6), 2018. Intervention did occur. No further patient symptoms or complications were reported in this event. Additional information was received from the rep. It was reported that the cause of the electrodes coming up as not connected was not determined. Rep clarified that the new ins was the one indicating the two electrodes were not connected. Information confirmed by physician/ account. No patient symptoms or complications were reported in this event.